Event description:
It was reported that the impactor is beginning to leave behind small pieces of plastic debris during use.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: based on the lot number, the device has a potential field age of between 4 and 5 years and has been used an unk number of times during that period. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. Eval: dimensionally, the device was found to be conforming to print specifications, where measured. As returned, the device exhibits wear indicative of extensive use in the field. No mfg abnormalities could be detected.